Event description:
The facility reported an infusion pump with a failure code 12:303. The facility's rep stated that no pt incidents were reported on this pump since the last baxter service event. It is not known if the failure occurred while infusing on a pt.